Manufacturer narrative:
Calibration and quality controls were acceptable. One sample was sent in for investigation. The ft4 results were within the reference range. The ft3 results were above the reference range. The investigation identified an unspecific interference factor which caused the false high ft3 results.

Manufacturer narrative:
Further investigation confirmed the presence of a streptavidin interfering factor. This specific interference is addressed in product labeling.

Event description:
The customer complained of erroneous high results for one patient sample tested for free triiodothyronine (ft3). The customer provided data for free thyroxine (ft4) and thyrotropin (tsh) as well. Based on this data, erroneous ft4 results were also identified. The ft3 and ft4 results were reported outside of the laboratory. The physician requested the sample be repeated on a siemens centaur analyzer. This medwatch will cover the erroneous ft4 results. Refer to medwatch with patient identifier (B)(6) for information on the ft3 erroneous results. The initial ft3 result was 9.28 pmol/l. On (B)(6) 2015 the sample was repeated on a centaur analyzer and the result was 3.93 pmol/l. The initial ft4 result was 22.0 pmol/l. On (B)(6) 2015 the sample was repeated on a centaur analyzer and the result was 12.0 pmol/l. No adverse event occurred. The cobas e601 analyzer serial number was (B)(4).

Manufacturer narrative:
This event occurred in (B)(6).